Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message during the pre-implant interrogation. The device was still in the box and was not used in the procedure. Device data was submitted to technical services for engineering review. It was found that a reset had occurred and the device had been beeping for about 60 days. The device had likely failed the battery longevity check, resulting in the observed error message. The boxed device was to be returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the device was in the box with all seals intact. The device was able to be interrogated and a memory download was performed successfully. The "do not implant" screen was displayed upon interrogation. A review of the device memory found a system error and a warm boot reset had occurred on (B)(6) 2019. The device would have emitted beeping tones at the time of the error and reset. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Engineering evaluation confirmed the memory corruption; however, the reset cleared the memory error and the error was not able to be reproduced in the laboratory. Despite exhaustive analysis, the case of the memory error could not be determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the device was in the box with all seals intact. The device was able to be interrogated and a memory download was performed successfully. The "do not implant" screen was displayed upon interrogation. A review of the device memory found a system error and a warm boot reset had occurred on (B)(6) 2019. The device would have emitted beeping tones at the time of the error and reset. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Engineering evaluation confirmed the memory corruption; however, the reset cleared the memory error and the error was not able to be reproduced in the laboratory. Based on the available information, we have determined that the error message was likely a result of a memory corruption. Therefore, engineering analysis concluded that the root cause of the reported clinical observations is traced to device design.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message during the pre-implant interrogation. The device was still in the box and was not used in the procedure. Device data was submitted to technical services for engineering review. It was found that a reset had occurred and the device had been beeping for about 60 days. The device had likely failed the battery longevity check, resulting in the observed error message. The boxed device was returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message during the pre-implant interrogation. The device was still in the box and was not used in the procedure. Device data was submitted to technical services for engineering review. It was found that a reset had occurred and the device had been beeping for about 60 days. The device had likely failed the battery longevity check, resulting in the observed error message. The boxed device was to be returned for laboratory analysis.